Event description:
It was reported that the patient experienced syncope. It was also reported that that right atrial (ra) lead exhibited over-sensing of current electrograms (egm) and over-sensing during ventricular episodes. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w3dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.